Manufacturer narrative:
Initial 2 of 2E1:Name: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site:3003442380.

Event description:
it was reported that patient faced an event of infusion set fell off during use due to adhesive issue on (b)(6)2026.